Event description:
Hub crack. It was reported that when they opened the packaging the hub was noted to be cracked. There was nothing wrong with the packaging. All the catheter are hung up in the lab. As far as she knows nothing heavy was on the packaging to cause any damage to the hub. The product was not clinically used.

Manufacturer narrative:
The product is to be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.